Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer allowed the battery to deplete fully and the pump shut off. Upon plugging the pump into a power source, the pump display illuminated temporarily, and then turned off again. Although the customer continued to charge the pump, it was still noted to be unresponsive. The customer's blood glucose level was impacted (432 mg/dl). The customer took a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Different issue identified.